Manufacturer narrative:
Device and leads were removed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. High pacing measurements also were observed from this left ventricular (lv) lead. A temporary pacing lead was used as patient is pacer dependent. There was no report of adverse patient effects due to the explant procedure.